Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that light do not work properly. No negative impact in state of health reported.

Manufacturer narrative:
During the technical inspection of the returned product, the following was found: the description provided by the customer "light not work properly" was confirmed. The following defect was detected: led is dimly lit. The device met the test specifications at the time of delivery. Based on the defects identified during the technical inspection. The most likely cause of the error is not clearly traceable and it is therefore repaired under warranty. The diagnosed issue is not caused by a production defect. The corresponding IFU usb826_en_v1.2_11-2021_IFU_ce-MDR contains the following note among others to check the functionality and for damages before and after every use. In case of a damaged product the product must not be used. The event is filed under internal karl storz complaint ID: (B)(4).